Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eleven and a half years after filter deployment, a CT revealed a 'new ivc filter' with one of the struts displaced, extending to the level of the right renal artery. Based on the provided medical records, the investigation is inconclusive for limb detachment, perforation of the ivc and retrieval difficulties as it is unknown if the 'new ivc filter' is a bard filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for temporary prophylaxis. At some time post filter deployment, it was alleged that filter limbs perforated into organs, detached, and the device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful removal procedure. The patient experienced pain. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for temporary prophylaxis. At some time post filter deployment, it was alleged that filter limbs detached and perforated into organs. The device has not been removed after an attempted but unsuccessful removal procedure. A detached limb remains in the right renal artery. The patient experienced pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately thirteen years and one month later post filter deployment, computed tomography scan of abdomen and pelvis without intravenous nor oral contrast showed that the inferior vena cava filter appeared normal in position without migration. Superior extent of inferior vena cava filter was at inferior l2 vertebral body, and the inferior extent was at inferior l3 vertebral body. A total of 6 prongs have perforated the inferior vena cava. There was a right sided strut which appeared to extend outside the confines of the inferior vena cava. One of the struts was displaced, extended to the level of the right renal artery. Maximum distance prongs perforated was 4 mm. Coronal images showed 0-degree tilt and sagittal images showed 3-degree tilt posterior to anterior. Diameter of inferior vena cava directly above the filter was 21 x 11 mm. Therefore, the investigation is confirmed for the alleged filter limb detachment and perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eleven and a half years after filter deployment, a CT scan was performed for chest pain and to rule out pulmonary embolism. The exam revealed one of the struts was displaced, extending to the level of the right renal artery. Therefore, the investigation can be confirmed for limb detachment. However, the investigation is inconclusive for perforation of the ivc and retrieval difficulties based on the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for temporary prophylaxis. At some time post filter deployment, it was alleged that filter limbs perforated into organs, detached, and the device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful removal procedure. The patient experienced pain. However, the current status of the patient is unknown.